Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the endoscope displayed image was inverted. The nurse called the technical support engineer (tse) for troubleshooting assistance. Tse guided the customer by reseating the endoscope and this resolved the issue confirming correct endoscope display orientation. The procedure was completed using the same endoscope with no further issue and no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and clinical sales representative (csr) and obtained the following additional information: the issue occurred during instrument installation. The endoscope was installed downwards but with the base facing upwards. The surgeon confirmed desired orientation when the endoscope was installed. An indication of the image orientation was provided to the user via user interface. The endoscope and adapter/base were still engaged/in-sync/attached. No damage was observed on the endoscope adapter/base. Prior to the event, the endoscope was manually rotated 180 degrees. The surgeon did not manually associate the right and left master tool manipulators (mtm) with the respective arms for intuitive motion.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Tse guided the customer by reseating the endoscope and this resolved the issue confirming correct endoscope display orientation. The procedure was completed using the same endoscope with no further issue. No site visit was conducted. Isi has not received the product involved with the alleged issue to perform failure analysis.